Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test or verify led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced led anomaly, loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and confirmed the customer reported issue loss of communication between the transmitter and the pump. Cust called back after fully charging the transmitter but led did not blink when removing transmitter from the charger. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned. Customer will discontinue using the pump.